Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-15607. Related manufacturer reference number: 2017865-2019-15608. A patient death of an unknown cause was reported without clear information as to whether the death was device-related.